Event description:
It was reported that the end users hand was cut on the manual wheelchair requiring stitches. The extent of the injury and how exactly the injury was incurred are not known at this time.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel was in good condition, but there was corrosion to the handrim and areas where the chrome was peeled. The left, rear wheel and handrim were in good condition, but there was a burr present on the rim. Functional observation- the wheelchair was able to move freely. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the tracer IV wheelchair of having corrosion and peeled areas of chrome on the right handrim. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel was in good condition, but there was corrosion to the handrim and areas where the chrome was peeled. The left, rear wheel and handrim were in good condition, but there was a burr present on the rim. Functional observation- the wheelchair was able to move freely. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the tracer IV wheelchair of having corrosion and peeled areas of chrome on the right handrim. It was reported that the end users hand was cut on the manual wheelchair requiring stitches. The extent of the injury and how exactly the injury was incurred are not known at this time.